Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. One ziptight ankle syn fix sys-ti was returned and evaluated. Upon visual inspection, the suture has been separated. There is also a bend in one of the k-wires. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the ankle syndesmosis procedure, the suture pulled off the needle when the surgeon pulled the needle. A back up product was used to complete the procedure. No harm or impact to the patient or surgery was noted. No other additional information is available from the event.